Event description:
Patient with an implanted heartware left ventricular assist device (lvad) was admitted to due to high watt alarm and hemoglobinuria. Inr 3 days prior to event was 2.1, inr on day of event 1.9. Patient was receiving aspirin 325 mg daily. A heartware to heartmate 3 lvad exchange was performed on the 2nd day of hospitalization. Patient suffered acute renal injury requiring dialysis during hospitalization, however dialysis was eventually discontinued due to partial renal recovery. Creatinine at the end of 3 week hospitalization remained 3.0. Heparin to (B)(6) was completed prior to discharge. Patient was downgraded for heart transplant at this time.